Event description:
The customer reported a static image issue during inspection for use involving an Olympus Colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to Olympus for evaluation, and the customer allegation was confirmed.In addition, the following reportable malfunctions were identified during the device evaluation: scattered image.Based on the results of the investigation, the most probable cause of the image issues was a bad printed circuit board.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.